Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal seal connector was damaged when connecting the insufflation tube. The instrument was removed, and a backup instrument was used to proceed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. The broken piece was returned with the instrument but did not seem to fit the seal perfectly. There could be possible small fragments. .